Event description:
The customer alleged a questionable result on one patient sample when tested for intact human chorionic gonadotropin + the ss-subunit (hcg+ss). The initial hcg+ss result was 0.100 mui/ml, accompanied by a data flag. This result was reported outside the laboratory. The customer complained about this result because she had been tested at a pharmacy with a positive result. On (B)(6) 2012, the sample was retested on a 2nd e module. The first retest result was 10000 mui/ml, accompanied by a data flag. The test was repeated again, at a 1:100 dilution, with a result of 63745 mui/ml. This result was reported outside the laboratory. The customer stated there was no death or serious injury involved in the event, but it was unknown if the patient was harmed by any actions taken. The hcg+ss reagent lot number was 167584; the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The engineer checked the liquid level detection and probes (sample and reagent) voltage level. Probe alignment was also checked. No problems were found. It was noted that the customer was not using the recommended rack adaptors for the sample tubes being used.